Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The graft showed an uneven cut. The harvested graft was not usable and an additional graft was taken from the other leg. There was a delay of 30 minutes. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On march 19, 2018, it was reported that the device is not cutting properly. The graft was uneven. The graft was not usable and an additional graft was taken. The blade was placed properly and the dermacarrier was at room temperature. The device has not been repaired by anyone other than zimmer biomet. The device was used to complete the surgery with a 30 minute delay. The surgical technique was followed for the product. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the skin was not cutting properly and the thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring were replaced. Product return of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for evaluation. The reported event ¿the device is not cutting properly. The graft was uneven¿ was non-verifiable since the device was not returned for evaluation. The root cause of the device not cutting properly cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.